Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked event on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-02994. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6008255 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008255 were previously tested in complaint (B)(4) on 03/mar/2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, (B)(4) passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008255 was manufactured according to the work instruction (wi) version 116 in the line 3, on 31/jul/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008255, and another 2 complaint has been registered in database for the same lot and malfunction code. A second query was run in database 09/jul/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008255 and another 5 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products.

Event description:
To date no additional patient or event details have been received.